Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon inspection, it was found that the cable to ECG b was pulled out of the distribution node. To root cause of the pulled cable was likely due to excessive force on the cable. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient contacted zoll lifecor customer support to report that the wires that go from the belt to the therapy electrode pads in the back are exposed. The patient's electrode belt was replaced.